Event description:
It was reported to medtronic minimed that the customer reported low blood glucose. The customer was involved in a vehicular accident. The customer reported a blood glucose value of 40 mg/dl. The customer experienced hypoglycemia and admitted to the hospital via ambulance, ended up in the hospital, as well as self-treatment of a severe glycemic excursion. The event involved product(s) mmt-342g, mmt-441ag, mmt-1884, and 78893-01. Troubleshooting was performed for the low blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. Troubleshooting was performed for the vehicular accident, and the length of hospitalization was greater than 24 hours. No further patient complications were reported. No product return is required for mmt-342g, mmt-441ag, mmt-1884, and 78893-01.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.